Event description:
On (B)(6) 2025, an ilet user experienced a low bg of 45 mg/dl, which lasted for over an hour. The user's caregiver called emts after noticing the user was confused and unresponsive. Emts treated the user with glucose tablets and breakfast, stabilizing the bg. The user declined hospital transport, and the emts provided treatment at the scene. The user's bg levels returned to normal and the user reconnected the ilet after the event.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.